Event description:
The patient underwent total hip replacement in jan 2003. The patient experienced loosening of the component. It was further reported by the surgeon that the sliding surface of the acetabular insert was sandy/asperity and became yellowish. Patient underwent revision surgery in feb 2006.